Event description:
The customer reported that the bolus recommendations provided by the blood glucose monitor are not accurate. She alleged that the device advised too much insulin which led to two different hypoglycemic events. The date the event's occurred were unknown. Customer tested on her meter about 11:00 pm the night before, but she did not know the reading or the bolus recommendation provided by the device. Customer's last dose of lantus was 50 units at about 11:00 am the day before the incident. Customer had taken novolog before dinner, but could not recall the amount, and her last dose of victoza was 1.8 units at 11:00 pm. The customer woke up from sleep between 4:00-6:00 am feeling stomach pains. Customer called her daughter on the phone for assistance, and then lost consciousness. Customer's daughter called 911. Paramedics arrived a few minutes later. The customer thinks she was unconscious for 3-5 minutes. Customer's blood glucose was tested with paramedic's device, but she could not recall the reading. The paramedic's treated the patient with a peanut butter sandwich and one glass of orange juice. Customer began feeling better after treatment. The patient was not transported to the hospital. Customer tested on her meter about 11:00 pm the night before, but she did not know the reading or the bolus recommendation provided by the device. Customer's last dose of lantus was 50 units at about 11:00 am the day before the incident. Customer had taken novolog before dinner, but could not recall the amount, and her last dose of victoza was 1.8 units at 11:00 pm. The customer woke up from sleep between 4:00-6:00 am feeling stomach pains and nausea. Customer asked another person in her house to call 911. Customer did not lose consciousness. Paramedics arrived within 5 minutes. The customer could not recall the blood glucose results obtained from the paramedics device. The paramedics treated the patient with an unknown IV. The customer was then transported to the hospital. The customer could not recall her blood glucose results obtained at the hospital. The hospital treated the patient with an IV and an unknown injection. Customer did not know what was in the IV and syringe, nor the amount she was given. The customer was in the hospital for 8 hours for observation and was not admitted. The customer attributed each hypoglycemic event to her aviva system for advising too high of bolus recommendations. Customer was unable to provide the recommended bolus advice provided by the meter, the time and date of the recommended bolus advice, or the expected bolus advice. Customer took the recommended bolus of novolog by pen immediately after the bolus advice. The blood glucose monitor was requested to be returned for product evaluation.